Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported it seemed like she was getting shocks from her device. No trauma/falls reported that could be related to this issue. Patient confirmed no falls. Patient stated shock was not constant and that it was when she bended down or move. Troubleshooting could not be performed due to lack of access to product. Patient stated she did not have time for troubleshooting because she had to leave for a dentist appointment. Patient stated she would turn her device off and go to her dentist and see what happened. It was reviewed with the patient that the patient might consider turning device off until follow up with healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what steps were taken to resolve the shocking, the patient said they turned their device up, but they need to see their healthcare provider (hcp) because they are still getting shocked; they might have it removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.